Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed an episode of intermittent capture of the ventricle. The episode resulted in patient asystole and was attributed to oversensing caused by crosstalk. Further device evaluation was unable to reproduce the event. No interventions were reported. The patient was stable.